Manufacturer narrative:
Additional suspect device: model sc-4220-45. Description 4.5 inch entrada 2.0 needle. Lot number 24107711.

Event description:
A report was received that during a permanent implant procedure the patient experienced a dural puncture resulting in a significant loss of spinal fluid. A blood patch was administered and the procedure was aborted. The patient is recovering, and the event resolved the same day. The physician assessed that the non-serious adverse event was procedure related and not device or stimulation related.